Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
The event involved a 15 cm (6") appx 0.21 ml, smallbore ext set w/microclave® clear, clamp, rotating luer. The valve of the device (connected to a broviac-type tunneled central catheter) reportedly leaked blood from a child patient in the pediatric department of the facility. On (B)(6), the nurse reports disconnecting the child's parenteral nutrition at midday, and at 12:15, while he was playing and running, blood began to flow from the valve. It was found that the valve was slightly stuck, which was not the case at the time it was disconnected. The patient's initials are mai. After the incident occurred, the nurses immediately clamped the device, therefore there was minimal blood loss. There were repetitive incidents on the same reference (unknown lot numbers, unreported incidents). There were no signs of malfunction prior to the incident, the product is stored in its packaging, in rigid plastic boxes (zero cardboard storage) in the reserve or treatment room, there was no dangerous substance/drug being infused at that time, no cytotoxic agent exposure. No blood exposure. The child had a few drops of his own blood on his clothes. This small blood loss had no hemodynamic consequences, and the bionector was replaced. The device was cleaned according to standard protocol, using sterile gloves, the child was cleaned with soap and water, using disposable gloves to avoid any exposure. There was no procedural delay and there was minimal blood loss. The patient¿s condition was good, the patient information is mg. There were no adverse events noted, no delay in therapy, no need for medical intervention, and no delay in the procedure.